Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. During system check with tandem technical support, it was confirmed that the occlusion was related to the cartridge. Customer changed cartridge to address occlusion alarm, and resumed insulin delivery. Customer¿s blood glucose (bg) level was 241 mg/dl.